Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 110 mg/dl, however the sensor glucose reading was unknown. The customer also reported receiving multiple change sensor alerts. The customer had used many sensors. The customer declined to speak with the help line. Nothing was replaced or returned.